Event description:
It was reported to boston scientific corp in 2008, that one day prior, an endostat ii electrosurgical refurbished device unit had no audible alarm during power delivery. There was no pt involvement.

Manufacturer narrative:
The complainant was not able to provide the serial number of the suspect device; therefore, the device manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.